Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred frequently between (b)(6) 2026. The sensor was inserted into the abdomen on (b)(6) 2026. The patient was using a Tandem t:slim X2 pump at the time of the event. On (b)(6) 2026, the patient inserted a new sensor in the abdomen and stated that inaccuracy issues began the same day. On (b)(6) 2026 at approximately 06:00 PM, the patient experienced symptoms consistent with hypoglycemia, including weakness and loss of consciousness (LOC). The patient's wife checked the insulin pump display and observed glucose readings ranging from 62¿68 mg/dL. The corresponding CGM reading from the Dexcom G6 app was not available. The Emergency Medical Services (EMS) were contacted and arrived at approximately 06:45 PM. Upon evaluation, a fingerstick blood glucose (FSBG) reading was 35 mg/dL. EMS advised the patient to eat to raise blood glucose levels; however, the patient was unable to tolerate oral intake due to vomiting. Because glucose levels did not stabilize, EMS transported the patient to the Emergency Department (ED) at approximately 08:30 PM. On (b)(6 )2026, at the ED, the patient received an intravenous (IV) Dextrose infusion until approximately 01:00 AM on (b)(6) 2026. The patient's blood glucose subsequently increased to approximately 400 mg/dL, and the Dextrose infusion was discontinued. At approximately 03:00 AM, the patient was administered IV normal saline for correction. The patient remained under observation until his condition stabilized and was discharged at approximately 05:30 AM. At the time of reporting, the patient stated that he was doing well and was not receiving any ongoing treatment. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the Parkes Error Grid calculator from (b)(6) 2026. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator on (b)(6 )2026. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.¿